Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that water leaked from an mr290v vented autofeed humidification chamber after eight days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed crazing around the side of the chamber dome close to the base. Cracks were also noted on the chamber dome. A lot check revealed no other complaints of this nature for lot 140410. Conclusion: based on the inspection carried out it is likely that the damage was caused by the chambers coming into contact with a solution containing ethanol/alcohol resulting in environmental stress cracking of the chamber domes. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests the chamber was damaged after it was released for distribution. The hospital staff also reported that the chamber started to leak after eight days of use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Maximum operating pressure: 8 kpa. (B)(4).